Manufacturer narrative:
The initial MDR 2432235-2017-00328 was filed on march 22, 2017. Follow up MDR 2432235-2017-00328_s1 was filed on june 14, 2017. Additional information (7/04/2017): the customer has informed siemens that the sample tube is inverted once after centrifuging to obtain a homogeneous serum above the barrier gel. Since this practice was put in place the customer has not obtained any discordant results for ecrea_2 on the instrument. The system is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer has informed siemens that a falsely low result on the one patient sample occurred only once, and has not been observed again. Per the customer the instrument is functional. The cause of the falsely low result on the one patient sample for ecrea_2 is unknown. Siemens is investigating the issue.

Event description:
The customer has obtained a falsely low result on one patient sample for ecrea_2 on an advia chemistry 1800 instrument. The customer indicated that the sample was repeated twice again and the results were as expected. The initial and third result was not reported to the physician(s) the second result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the falsely low result for ecrea_2 on the one patient sample.

Manufacturer narrative:
The initial MDR 2432235-2017-00328 was filed on march 22, 2017. Additional information (6/1/2017): the customer has informed siemens that they have started to centrifuge samples just before loading them on the instrument. Since this practice was put in place the customer has not obtained any discordant results for ecrea_2 on the instrument. The system is performing according to specifications. No further evaluation of the device is required.